Event description:
It was reported that during a lap nephrectomy procedure, the surgeon had generator tone-out with initial attachment. Changed attachments and handpieces. Second device tone-out and surgeon possibly grabbed metal clip and device tip started smoking and tip broke, product discarded, partial tip returned. Tip retreived from patient. Used competitive device to complete case.

Manufacturer narrative:
Additional lot number c4e614. Info anticipated, but unavailable at this time.